Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, high threshold and loss of capture was noted on the left ventricular (lv) lead. A new lead was used, however, the patient experienced phrenic nerve stimulation and loss of capture due to the patient's cardiac condition. The old lv lead was reconnected despite the high threshold. The patient was stable and will continue to be monitored.